Event description:
Pt was in cicu on a ventilator for hemodynamic monitoring with swan ganz catheter. While turning the pt during a bath, the balloon red port of the swan ganz catheter was found on the floor. Port was put back into place, taped, and noted not to use.